Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), back pain ("back pain") and migraine ("migraines"). The patient was treated with surgery (salpingectomy was performed to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, dysmenorrhoea, menorrhagia, alopecia, back pain and migraine was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report